Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and moderately frayed. No bend was observed on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. Based on the returned device analysis and reported information, we were unable to determine the cause of pipeline braid "failure to open" during the procedure. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. It is likely that the severe vessel tortuosity may have contributed to the failure to open issue. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex shield embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline was delivered into the intended location but failed to open. When wanting to deploy the ped, it flared at the most distal end but did not continue to open further down distally neither did it fully open at the distal end. The device was unsheathed (a large part of the ped) and even further the ped did open, but the closer part to the distal end did not. After multiple resheathings, it was decided to remove the ped and take another one, as he was convinced it would not even open on the table. It did open distally when removed out of the patient but its was noticed to have the strands entangled. The ped was not release from the wire. The middle section of the ped was placed in a bend. The device was less than 50% deployed when the device failed to expand. The device was resheathed more than 2 times. No additional steps were made to open the device. Note: the sl-10 was in place during the deployment of the ped. The excelsior 10 (90°) was in the aneurysm because the intention was to also put some coils in the aneurysm. The first unsheathing was to remove the sleeves in the media and flipped them with the catheter. Then started to unsheath just after the bifurcation in the ica. This event occurred during the treatment of a left, unruptured, saccular ica aneurysm. The max diameter was 12mm and the neck was 6mm. The distal landing zone was 3.5mm and the proximal was 5.1mm. The anatomy was severe in tortuosity. No patient injury occurred. The device and the ancillary devices were reported to have been prepared and used per the instructions for use (IFU). The catheter was flushed as per the instructions for use.